Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow, once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the insulin pump was not delivering insulin and it never gave a no delivery alarm either. Nothing further was reported.